Event description:
New information received notes that loss of capture persisted. Further information was requested but not received.

Manufacturer narrative:
Additional information: b5 further information was requested but not received.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information received notes that programming interventions were made. The patient was asymptomatic.

Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that was exhibiting loss of capture. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted the patient was in stable condition.